Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hiatal hernia repair, there was difficulty using the device. The needle of the device came off unexpectedly. To complete the procedure, a new device was used. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was returned with a broken needle in the left jaw and with tissue matter in the other jaw; the broken needle was broken at the suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle; resulting in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Marks on the cone of the needle may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while th e jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.